Manufacturer narrative:
CAPA (B)(4) has been initiated to investigate the guidewire detachment issues. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, the product will be recalled.

Event description:
On the afternoon of (B)(6) 2020, when the surgical puncture and introduction system was used, the front end of the guide wire fell into the patient's bile duct.